Event description:
It was reported that a balloon detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous on the proximal mid left anterior descending artery (lad). A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, inflation was performed at 6 atm for 30 seconds, the balloon was left in place, and a non-bsc device was advanced toward the left circumflex artery (lcx) side to perform a kissing balloon technique (kbt). Both procedures were repeated twice at 6 atm for 10 seconds each. Afterwards, the non-bsc balloon and agent (dcb) were removed, but the balloon, hypotube, and the balloon core shaft had become separated. Only the hypotube and the core shaft of the balloon section were retrieved, while the soft portion of the balloon remained inside the guide catheter. The non-bsc balloon was inserted into the guide catheter, and the agent balloon section was gently inflated at low pressure to hold it in place. The entire assembly, including the guide catheter, was then removed. The procedure was successfully completed with a different device and there were no patient complications.